Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. While introducing the 3.50 x 16 mm taxus express2 drug eluting stent (des) to the unknown lesion, it was noticed that the edge of the stent was flared. The device was removed and the procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".